Manufacturer narrative:
(B)(4). Device available for evaluation: device received. Investigation summary the device was received and evaluated at the service center. The reported complaint that the device had a broken bolt on the back plate was confirmed. It was further found that guideline was bent and the tamper-proof seal was damaged. Also the connector was loose and the sub-d screw connection was found to be blocked. The overpressure of the device was out of tolerance and it was found that the device was not calibrated correctly the pressure mechanism was re-adjusted and a mechanical upgrade was performed on the device. The defective parts were exchanged and the device was cleaned, repaired and found to be fully functional. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. The incorrect calibration is one root cause for the excessive over-pressure of the device. The broken bolt and the bent guideline are most likely a result of user mishandling. However, given the information provided we cannot discern a definitive root cause for the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/09/2014 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/09/2014 and passed all functional testing before being returned to the customer. Device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a fms duo+broken bolt on the back plate. The outcome of the event - the procedure has been completed - no surgical delay, the surgery ended with a replacement device. The complaint is for one (1) 4580 fms duo+ pump/shaver combo. This report is 1 of 1 for (B)(4).